Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 19 months post-implantation due to disassociation of the bearing and head. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00877502802 lot# 3194095 bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.